Event description:
It was reported that the patient was admitted to the hospital due to a ventricular tachycardia storm. The device was reprogrammed and the patient remained hospitalized. Three days later it was reported that the patient received several appropriate shocks and medication changes were made. It was later reported that two days later the patient went into torsade de pointes and received external defibrillation but later died. The physician questioned if the bi-ventricular pacing was responsible.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d354trm is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product ID# d354trm. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.